Event description:
It was reported that the battery seemed loose inside the drawer and upon further investigation of the external pulse generator (epg), the spring was missing. Technical support (ts) provided tips to correct it and the part numbers associated with the battery drawer. The status of the epg is unknown. There was no patient involvement. The event date is unknown as the biomedical engineer was unsure when it occurred.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).